Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the sample probes were misaligned. The fse replaced the sample probes and performed re-alignment to resolve the issue. The customer performed calibration, quality control and samples, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- b)(4).

Event description:
The customer reported the generation of intermittent erroneous patient results and quality control for drug of abuse on their au5800 clinical chemistry analyzer. The customer estimated 15 patients were affected and did not specify the chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.